Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). Due to character restrictions in block e1 event site name; (B)(6)/ ((B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has an unspecified problem .

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g1, g3, g6, h2, h3, h6 (medical device problem code, health effect impact code, health effect clinical code, component code, investigation findings , investigation conclusion, type of investigation), h11. No further information was provided. If any further information is provided, the investigation will be reopened and processed accordingly.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has helium seal within the machine is faulty. There is no harm or injury reported.